Event description:
Account alleged the bed head hi/low was drifting. No reported injury. Hill-rom tech removed the head hi/low, trend and CPR valves; cleaned and reinstalled them to resolve the issue.